Event description:
On the event date, the patient reported she was admitted to the hospital at 11am today due to elevated blood glucose readings up to 620 mg/dl. She stated her elevated readings were due to a foot infection for which she will be undergoing surgery. She stated she does not always use room temperature insulin to fill her cartridges and was advised to do so. She said she occasionally sees air bubbles while filling the cartridge and sometimes primes them out. She was advised to always prime out air bubbles. She changes her infusion headset every 3 days and her tubing with her cartridge. She was advised to change her headset every 2 days and the tubing every 6 days. No product will be returned for evaluation.